Manufacturer narrative:
Further information regarding this event has been requested. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On an unknown date, a 25mm trifecta gt valve was implanted. On (B)(6) 2021, the valve was explanted due to inter-commissure leak. A new unknown sized, unknown manufacturer device was successfully implanted. The patient status was reported as unknown. Additional information has been requested and is pending.

Manufacturer narrative:
The reported event of an inter-commissure leak and valve explant could not be confirmed. A more comprehensive assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.